Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had lower display has lines through it (erratic display). The ventilator was not on a patient at the time of the event. It was recommend to swap upper and lower lcd panels to see if problem follows customer acknowledged and will call back if further assistance is needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.